Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum sets is approximately 0.38/million sets.

Event description:
Overdelivery reported. At 9:50 am in the emergency dept, the pump was set to infuse an unspecified concentration of heparin in 500nl at 20ml/hr. The pt was later transferred to a nursing/telemetry unit. The initial report indicated that 400ml had infused within 1.5 hrs. The incident report available to the risk manager states "from 9:15pm to 9:45pm 160ml had delivered from the container." At 9:15pm the expected total delivery amount would have been approx 230ml, but the container had 400ml gone. No med intervention was required. The pt did not experience any adverse effects. The heparin was held for an unspecified amount of time. No add'l info was available.